Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use, normal dialysis was performed after intubation on (B)(6) 2025, and the problem was found on (B)(6) 2025, that there was a hole in the outer tube¿s transparent body part. There was a partial liquid leak (blood leakage) at the junction of the extension tube and the luer adapter (blue venous). Regular cleaning agents were used on the device. There was no luer adapter issue. Nothing unusual was observed on the device prior to use, and no other defects or damages were found on the product. The whole catheter was replaced as a remedial action to address the issue. There was an unspecified amount of blood loss. Blood transfusion was not required, and no medical intervention or treatment was needed. There was no reported patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the catheter, with visible signs of use. The returned device was clamped, and the venous and arterial extension tubes were flushed with water. No leaks were detected in the arterial line; however, a pin-hole leak was found in the venous extension tube. It was reported that there was a leak or hole on the extension tube at or near the luer adapter. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This can occur from contact with a sharp instrument during use. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.